Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent dislodged. While unpacking the 2.75x32mm promus element stent delivery system it was noticed that the stent had dislodged from the balloon. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The first row of struts from the distal end was slightly flared. Struts on the first row from the proximal end were severely misaligned. Two rows of struts in the middle of the stent were slightly flared. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent dislodged. While unpacking the 2.75x32mm promus element stent delivery system it was noticed that the stent had dislodged from the balloon. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.